Event description:
It was reported that there was premature depletion of the patient¿s implantable neurostimulator (ins) battery. The patient only used the ins for a ¿few¿ months up until (B)(6) 2014. They were then not able to recharge the ins. The patient discussed the issue with their doctor and they were not able connect to the ins using the recharger unit. The healthcare professional (hcp) then explanted the ins and lead components. The patient stated that they had a new solution for the back relief at the time of report. The issue was considered resolved by the patient on follow up. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va02aun, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot# va02aun, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).